Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient stated that on the (B)(6) 2019 she had an accident and ever since then, when she adjusted the settings for her legs, she felt shocks inside her stomach and it was bothering her. Patient stated she told her doctor yesterday who took some scans to make sure the leads were in the correct place. The doctor told the patient to contact the manufacturer's representative (rep) to see if there was something they could do. No further complications were reported/anticipated.